Event description:
It was reported that this right atrial (ra) lead exhibited high out of range impedance measurements. Subsequently, the lead was surgically abandoned. A new ra lead was used as a replacement. This ra lead has not been received for analysis. No additional adverse patient effects were reported.